Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed low helium. There was no patient involvement, the unit has only been used for educational purposes.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified unit had low helium alarm to fix the issue fse replaced helium tank then after fse could not duplicate error code alarm again . Fse preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
N/a.